Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed that the left side tracker on the imaging system was loose. The representative then tightened the tracker into place to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while installing an imaging system, the left side tracker on the system was loose and causing inaccuracies with the navigation system. No additional information was provided. There was no patient present when this issue was identified.